Event description:
It was reported that the programmer stylus pen worked only intermittently, that the programmer was slow to respond. It was further noted that the programmer would lose telemetry intermittently when trying to interrogate. A new stylus was tried but the situation did not resolve. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The programmer stylus pen worked intermittently and the left antenna was broken off and missing. It was also noted that the bezel was missing three screws and two plugs, display gaskets were missing, and the printer drawer was broken. (B)(4).

Manufacturer narrative:
Concomitant devices: 2067 radio frequency programmer head. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer stylus pen worked only intermittently, that the programmer was slow to respond. It was further noted that the programmer would lose telemetry intermittently when trying to interrogate. A new stylus was tried but the situation did not resolve. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.